Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144606. Product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 224248.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure. Upon opening the pocket and midline incision, signs of infection was noted. The physician decided to fully remove the spinal cord stimulation (scs) system and treat the infection. No further information has been obtained despite good faith efforts.